Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the surgery, the needle breaks in two when the device enters the tissue of the uterine mucosa of the patient. The broken portion of the needle is found in the tissues. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient? See description : "the broken portion of the needle is found in the tissues." Was the needle piece(s) retrieved during the same procedure? Yes, the needle tip could be removed immediately after the vicryl breakage were x-rays taken to locate the needle piece(s)? X-ray examination was not necessary. What measures were taken to retrieve the broken piece? The needle could be removed by the surgeons using dissecting forceps and a needle holder. Was there any additional tissue damage as a result of searching for the needle piece? There was no further damage to the patient's tissues.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2022 h6 component code: g07002 no device problem found a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: three packets and one opened sample of product code xnv518h were returned in ethicon for analysis. In order to evaluate the conditions of the returned samples, the swage and attachment area was noted to be as expected. The needles were intact and no damage, or breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.